Manufacturer narrative:
This correction report is being submitted to inform this event is no longer considered reportable as the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia and 2 shocks in an isolated event and there are no allegations of therapy exhaustion.

Event description:
It was reported that patient's implantable cardioverter defibrillator (non-crt) deliver anti-tachycardia pacing (atp) and two inappropriate shocks while patient was playing basketball. It was determined that shocks were delivered due to atrial arrhythmia with rapid ventricular response (rvr). Boston scientific technical services (ts) suggested reprogramming options. Device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that patient's implantable cardioverter defibrillator (non-crt) deliver anti-tachycardia pacing (atp) and two inappropriate shocks while patient was playing basketball. It was determined that shocks were delivered due to atrial arrhythmia with rapid ventricular response (rvr). Boston scientific technical services (ts) suggested reprogramming options. Device remains in service. No additional adverse patient effects were reported.